Event description:
It was reported that the left monitor on the 9800 system was black and the system had to be rebooted to get the monitor to work. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor and left monitor. The system was tested and found to be working as intended and placed back into service.